Manufacturer narrative:
Additional information received on (B)(6) 2021: the patient had medical interventions (unspecified). The physician did not provide a causality opinion. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc product analysis lab received the device for evaluation on (B)(6) 2021. The device evaluation was completed on (B)(6) 2021. It was reported that a patient underwent cardiac ablation procedure for persistent atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered esophageal ulcer requiring hospitalization. Originally, it was reported that during ablation, the staff observed a steam pop on the ablation catheter. The physician declined replacing the catheter. The procedure was completed successfully without patient consequences. Additional information was received on december 11, 2020 stating that several days later, the patient was hospitalized due to an esophageal ulcer. The device was visually inspected and the rocker arm was found detached. After this, the magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30457172l number, and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. The rocker arm detachment could be related to the shipping of the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The reported event year was 2020. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for persistent atrial fibrillation with a thermocool¿ smart touch¿ sf bi-directional navigation catheter and suffered esophageal ulcer requiring hospitalization. Originally, it was reported that during ablation, the staff observed a steam pop on the ablation catheter. The physician declined replacing the catheter. The procedure was completed successfully without patient consequences. The steam pop issue was assessed as not MDR reportable. Additional information was received on december 11, 2020 stating that several days later, the patient was hospitalized due to an esophageal ulcer. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information currently available, this event was assessed as a MDR reportable event since the esophageal ulcer required hospitalization. The awareness date for this reportable adverse event is (B)(6) 2020.